Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and right adnexal masses and mesh was implanted along with the concurrent procedures of total abdominal hysterectomy, enterocele repair, sacrocolpopexy, cystoscopy, right adnexectomy, and posterior repair. It was also reported that the patient underwent mesh revision on (B)(6) 2012 due to dyspareunia and sacral colpopexy and mesh revision on (B)(6) 2012 due to dyspareunia, enterocele repair, sacral colpopexy and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain and bleeding. It was reported that on (B)(6) 2012, the patient underwent removal due to pelvic pain. (B)(4).